Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy/roux en y pouch, at the second firing, the cartridge was attached to the handle for use. There was no problem in screen indication, the green button was also indicated without any problem. Abnormal sound was generated at the time of firing, and the product was unable to fire to the end. When the cartridge was released, it was found that b-shape was not formed from halfway. The surgical time was extended by less than thirty minutes. Additional tissue resection was required due to the issue. The procedure was completed with another device. There was tissue damage.